Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was cut and only two pieces were returned. An abrasion was observed on the outer insulation over the ring cable lumen 51.1 cm to 52.1 cm from the helix end. The ring cables had no abrasions. A 1.1 cm portion of outer insulation and cables were missing and not returned for analysis. No lead anomalies were found in the returned pieces that would cause the sensing and noise anomalies observed in the field. The abrasion was due to friction with the ICD can.

Event description:
It was reported that the lead was explanted and replaced due to noise.